Event description:
Leaving tampon still inside of me [foreign body in reproductive tract]. String from a tampon that was inserted was pulled out,,,leaving the product still inside of me [complication of device removal]. String from a tampon that was inserted was pulled out [device breakage]. Case description: consumer reported via rr that the tampon string pulled out of the tampon. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.